Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/20/2016. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retain and returned cartridges met the acceptance criteria found in (B)(4), appendix 1- product complaint level 2 and level 3 investigation procedure. Customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On 08/17/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride (cl), and sodium (na) result on a 65 year old male patient. There were no injuries associated with this event. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is available for investigation. Method: I-stat, date: (B)(6) 2016, collection time: 14:30, test time: 15:31, na: 110, cl: >140, comment: whole blood. Roche, (B)(6) 2016, 14:30, 15:31, 139, 102. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2017 at abbott point of care ((B)(6)).